Manufacturer narrative:
(B)(4). Only the dislodged stent was returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left distal iliac artery. A long sheath was advance to cover the lesion. An 8 x 39 mm omnilink elite stent delivery system (sds) was advanced through the common femoral over the horn to the lesion. The sheath was pulled back to deploy the stent; however, the physician wanted to reposition the sds, so the sheath was being pushed back over the sds when it dislodged the stent implant. The sds was removed and during attempts to retrieve the stent implant it was pushed off the guide wire. The left femoral was punctured and a snare device was used to remove the stent from the left side. During removal, the puncture site was torn and a cut down was made to deploy a new omnilink elite. The cut down was closed and the procedure was completed. There was a clinically significant delay in the procedure. No additional information was provided.